Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 7.5 mmol/l at the time of incident. The customer stated that the insulin did exit and the insulin pump alarmed during fixed prime. The customer stated that the insulin did exit and the insulin pump did not alarm no delivery during manual prime after disconnecting and reconnecting the tubing and reservoir. The reservoir will not be returned for analysis.